Event description:
7.0mm introducer sheath and dilator were opned from the box for a case and the distal end of the device was through the pouch seal, rendering the product non sterile. The product was not used and not put in the sterile field as the defect was identified.

Manufacturer narrative:
Pending addtional information and investigation.

Manufacturer narrative:
Root cause investigation. DHR review: the DHR of device, pack 7.0 mm x 10" long sheath and dilator boxed (lot 440556), was reviewed and found to be in specification at the time of manufacture and release. The DHR for the pouched lot 440465 indicates that all 50 pouches were sealed per mp-1022. See attachment b for completed DHR review. Returned product evaluation the pouched sheath and dilator (pouched lot 440465) was returned and visually inspected. The internal product of the pouch (sheath and dilator) was distally exposed to the outside by poking through the seal of the tyvek pouch rending the product non-sterile. However, there was no other visible damage to the pouch, and the eo indicator was a green dot which indicated it was sterilized. The seal pattern was visible on the tyvek pouch, indicating the area was sealed previously. It seemed the seal was accurately performed per the manufacturing process mp-1022. When a tyvek pouch is heat sealed then opened, the evidence of the heat seal is visible on the plastic as an opaque area. This opaque seal area was visible on the seal where the sheath and dilator poked through, so this area was previously sealed. It is hypothesized that the sheath and dilator were pushed through the seal during the shipping and handling process, breaking the sterile barrier of the pouch. There are no other marks on the physical sheath and dilator to indicate any damage or to indicate the tyvek pouch was not completely sealed per the manufacturing process mp-1022. The box was opened to find the distal end of the pouched sheath and dilator was through the pouch seal rending the product to non-sterile. The product was not used and was not put in the sterile field. The sales rep confirmed that this was an out of box failure, so it was identified as soon as they opened the box without any handling of the pouch. Therefore, this returned product evaluation concluded that the root cause of this failure was due to storage, or shipping during hospital transportation prior to use. Validation review ship testing of the final pack sheath and dilator has been performed which demonstrated that the packaging configuration protects the product during shipping simulations. Ref: (B)(4): sterile product shipping validation - astm d4169-16 and (B)(4): sterile product shipping validation - astm d4169-16. Pouch sealing validations have been performed which demonstrated the acceptance criteria of all peel force values were met. The visual check was performed on each test sample to indicate no signs of discoloration, lines, wrinkles, or voids observed within the seal area using the accu seal pouch sealer (ga-0098 / eq-0119). Ref: (B)(4): pouch sealing process validation - astm f 99/ f88m, (B)(4): accu seal 5300-15b pouch sealing validation IFU review and potential for user error the instruction for use (900447 rev f) states warning includes "discard and do not use opened or damaged packages". Also, the instruction for use (900356 rev x) states another warning includes "discard and do not use opened or damaged packages. Do not use if there is a loss of sterility of the monomer or other kit components." Further, labels include symbols indicating "do not use if package is damaged." And all product labels are 100% inspected per wis-1012. The warning of damaged delivery kit is captured in the labeling. In this situation, the delivery kit (sheath and dilator) was not used and not put in the sterile field per the label use. Conclusion: the root cause of the sheath/dilator being rendered nonsterile due to the product puncturing the seal. This was due to storage, handling or shipping forces which caused the product to poke through the sealed area rendering the product non-sterile. The exact cause in unknown. Complaint review complaints in the previous 12 months prior to the event date (july-2023 to july-2024) were reviewed for other instances of lots 440556 and 440465 being involved in a complaint and none were identified. Complaints in the previous 12 months prior to the event date (july-2023 to july-2024) were also reviewed for other instances of failure mode and caused combination ufmea-1002 row 480 and none were identified. Corrective action no further action is required. This is a known failure mode with a known cause included in the labeling and risk documentation. The device continues to perform within its anticipated risk profile. This type of complaint will continue to be monitored and tracked and trended in quarterly pms complaint trend review meetings.

Event description:
7.0mm introducer sheath and dilator were opned from the box for a case and the distal end of the device was through the pouch seal, rendering the product non sterile. The product was not used and not put in the sterile field as the defect was identified.